Manufacturer narrative:
The engineer inspected the cables, siderails and circuit boards and could not duplicate the failure.

Event description:
The account stated the backrest moves up by itself and is impossible to move it down using the touch panel.